Manufacturer narrative:
G4: 06nov2019; b4: 08nov2019. The part was returned to the manufacturer for failure investigation (fi). It was determined that the defective u1 created the low leak-co2 rebreathing risk error. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 08/19/2019. The philips field service engineer (fse) performed an external and internal visual of the unit which he didn't find any anomalies. The fse then conducted performance assurance air delivery/flow accuracy test, which was found out of range. He also found that the unit only works on battery power. The fse replaced the gas delivery system (gds) assembly to resolved the issue with the co2 rebreathing alarm and also replaced power supply to correct problem with device not working on alternating current (ac) power. Performed performance assurance test and device passed successfully.

Event description:
The customer reported the device was alarming carbon dioxide (co2) rebreathing. The unit was in clinical use at the time the reported issue was discovered. However, there was no patient harm reported.